Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced "out of breath" and "dizzy, almost passing out". It was further reported that the implantable pulse generator (ipg) exhibited a "problem" and was noted to be operating at "10%". It was further noted that the right ventricular (rv) his bundle lead was "frayed". The ipg and his bundle lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced "out of breath" and "dizzy, almost passing out". It was further reported that the implantable pulse generator (ipg) exhibited a "problem" and was noted to be operating at "10%". The patient further said they were informed " this device was done incorrectly". "Primary told me they installed it much too high". They said it is under their armpit and stated, "move my arm to the right I am touching it". They told me not to move my arms. When moving arms, it gives a false positive". It was further noted that the right ventricular (rv) his bundle lead was "frayed". The ipg and his bundle lead remains in use. No further patient complications have been reported as a result of this event.